Event description:
Healthcare professional confirmed deflation. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified creases fold and wear abrasion. Leak test and microscopic analysis was performed which identified sharp opening on valve bold edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on valve bold edge assessed as an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "right side deflation". Device remains implanted.